Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their bottom teeth are not straight. They went to an orthodontist for a second opinion. They had concerns about the patient's bite. Their front and bottom teeth are too close together and as a result there is wearing of the teeth occurring.